Event description:
It was reported that the ventilator during pre-us check failed the internal leakage test. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module has been investigated. During testing in a reference ventilator, performed pre-use checks failed in several sub-tests. Investigation showed that the failures were caused by a broken spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece, and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use checks, and during ventilation a high-pressure alarm will be generated if the user set limit is exceeded. The nozzle unit has a pre-determined lifetime and is replaced at preventive maintenance that must be performed every 5,000 hours of operation or at least once a year. The cause for the breakage of the nozzle unit's feather spring has not been determined from this investigation.

Manufacturer narrative:
A service engineer has been on-site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.